Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was very symptomatic and pulseless during the scalpel use in the implantable pulse generator (ipg) replacement procedure. It was also noted that the ipg exhibited asynchronous pacing. Ipg was explanted and replaced. No further patient complications have been reported as a result of this event.